Manufacturer narrative:
Tracking #.50629. H6; misaligned jaws. Based on the info rec'd and the visual and functional testing, it was found that the clamp arm of the lcs was bent. This may have resulted in the instrument not functioning properly. No conclusion could be reached as to what may have caused the clamp arm to be bent (misaligned).

Event description:
It was reported that the lcs15 was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the affiliate that the branch with the teflon pad is not parallel, thus does not close properly. This does not coaptate/coagulate.